Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow while using a clearlink system extension set. It was further reported that the nurse hung the secondary line to the y-site above the clearlink system extension set and the "k-rider" back primed into the primary fluids. This was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.